Manufacturer narrative:
The reported product is an unknown baxter access set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a central venous catheter line infection with use of an unknown access set. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized and was waiting for a "new line put in". The patient outcome was not reported. No additional information is available.